Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and grade 5 functional tricuspid regurgitation (tr) for a combined mitraclip and triclip procedure. During the procedure, a steerable guide catheter (sgc) was used to implant a mitraclip xtw on the anterior-2/posterior-2 (a2/p2) leaflets, during deployment the clip opened to approximately x degrees while the actuator knob was turned. A mitraclip nt was then successfully implanted medially as planned to treat the medial jet. The sgc was retracted and a triclip steerable guide catheter (tsgc) was inserted. Upon the insertion of the tsgc, a thrombus was identified attached to the eustachian valve. The thrombus was attempted to be aspirated through the tsgc and an agilis nxt catheter but was unsuccessfully. The procedure was discontinued without implanting any triclips. The final mr was grade 1, the final tr remained at grade 5. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use and is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment and unexpected medical intervention were the result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.